Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012657595 was returned and analyzed. The catheter was received with the guidewire threaded inside. No anomalies were identified during external visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The catheter array was pulled into the capture device and then inserted into a test sheath without any issue. No anomalies were identified during multiple insertion/retraction attempts. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During microscopic inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider used to extend the loop catheter became increasingly stiff and difficult to move. The catheter was removed and replaced to complete the procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.